Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in cardiac diagnostic procedure when the issue occurred, and the procedure got aborted and completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to produce x-rays. During troubleshooting, the fse found that the ups (uninterrupted power supply) was not in normal operation, and it was reset and the system started functioning normal, but it failed again. Upon further troubleshooting, the fse reviewed the log file and found errors related to ippc (image processing pc) hard disk drive. The fse recreated the database which resolved the issue temporarily. The fse replaced the ippc, the operating system, the image drives and downloaded the necessary software and recreated the database. The fse also created a ghost backup of the system. The defective ippc was returned for part analysis. The analysis confirmed the malfunction of the ippc and identified a failed hdd (hard disk drive). Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.